Manufacturer narrative:
The investigation for the renal failure and stroke has been completed. The retuned product was visually inspected and a cannula kink was observed which does not effect the results of the investigation. As this clinical information was not provided, the true root cause of the stroke could not be determined. The cause of the issue was not determined since the product was not returned and insufficient clinical details were provided. B.3 date of event was reported incorrectly on follow up 1 manufacturer device report number 1220648-2024-21488. It was reported correctly on the initial manufacturer device report number 1220648-2024-21488. D.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-21488. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-21488 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella cp support. While on support, stroke alert occurred, and computed tomography scan showed left parietal occipital and posterior temporal no hemorrhage. The patient was unable to move their right side however it was noted to have resolved but unknown as to how. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The following information has been updated on manufacturer device report 1220648-2024-21488 to reflect additional information that was received. B2: outcomes attributed to adverse event updated. B3: date of additional event added. B5: updated to reflect additional information received. H6: health effect - clinical code and health effect - impact code updated to reflect. Additional adverse event. Investigation for stroke and renal failure is still pending a supplemental report will be submitted once investigation is complete. Instructions for use: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21488. E4: should have been left blank. G2: report source; study missing.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that the patient endured acute kidney injury with a "unknown (undetermined)" relationship to the impella device. Per the report, creatinine was increased to 2.3 and patient oliguric. Nephrology was consulted. Continuous renal replacement therapy (crrt) initiated. It was reported that the patient/event has not recovered/not resolved.